Manufacturer narrative:
The fse replaced the tubing, cable and boards and resolved the issue. Boards.

Manufacturer narrative:
The field service engineer (fse) observed a blood-like fluid leak at the bottom of the instrument and could not reproduce the leak. The fse discovered the solenoid at dv200 (distribution valve) was disconnected inside the instrument with no visible damage to the solenoid. The fse observed corroded and burnt connector (j8) that travels from temperature and solenoid control board (ts201) to the liquid reagent control board (lrc300). The fse could not determine the cause of the disconnection. Another fse discovered the fluid leak originated from a tubing disconnected at pm206 (pump 206) which leaked into the chassis of the instrument and traveled to the cable causing the burning odor (the liquid contacted the connecter j8 on the cable from ts201 to the lrc300 board). The fse reconnected the tubing and resolved the issue. The fse noted the burnt connector is low voltage and does not pose a safety risk. (B)(4).

Event description:
The affiliate reported the customer stated burning odor during system shutdown involving the unicel dxh 800 coulter cellular analysis system. The customer had to leave the room because of the burning odor. The customer had on personal protective equipment (ppe) consisting of gloves and an apron during the event. There was no fire, sparks or arcing. The fire department was not requested. Patient results were not impacted. There was no operator injury or adverse effect associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.